Event description:
It was reported that the image was lost during case (suspect damaged socket) while using the camera head. The issue was found during a therapeutic (laparoscopic total hysterectomy) procedure and completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a kinked cable, an expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was lost during case (suspect damaged socket) while using the camera head. The issue was found during a therapeutic (laparoscopic total hysterectomy) procedure and completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.